Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 396 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was advised to change out their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.